Event description:
(B)(6) healthcare was notified of a complaint involving a pressure prevention mattress, which is intended to be used as one component of a comprehensive, multi-disciplinary pressure injury management program. The mother of the end-user reported that the mattress "had been low for a while" and had noticed this when rotating him in the bed. The mother indicated that the tubing had disintegrated where it attaches to the pump, and she tried to fix it by using clamps and duct tape. The mother reported that her son developed a new pressure sore in the groin area that is requiring debridement. As part of its complaint review and evaluation process, (B)(6) healthcare will also notify the manufacturer of the product about this complaint.